Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that post a coronary drug eluting stenting treatment procedure, the pt experienced angina. The 90% stenosed target lesion located in the mid right coronary artery (rca) was 24mm long with a 3.50mm reference vessel diameter. The physician implanted a 3.50x28mm taxus express2 stent in the mid rca. Post-dilation was performed and residual stenosis was 0%. At 239 days post index procedure, stable angina occurred. A percutaneous coronary intervention (pci) was performed 5 days later with the deployment of a non-bsc device in the mid rca. The procedure was successfully completed and pt outcome "improved."